Event description:
It was reported that the pump quick bolus/wake button is difficult to press and/or requires multiple presses to turn on pump screen. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.